Event description:
It was reported that a remote transmission was received showing non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were made.